Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. It was determined that the device was functioning. However, during evaluation, it was determined that the device ran continuously at low speed. It was further determined that the device failed the power check with test bench. It was further observed that there was an unknown fluid and corrosion on the electronic control unit and the electric motor. It was further determined that the issues were consistent with improper cleaning/immersion. The assignable root cause was determined to be due to improper cleaning methods. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 5 for the same event: it was reported that during a veterinary unspecified spine surgery on a canine, it was observed that the electric pen drive device, hand switch device, burr attachment-short device, seal nipple device and the cable device were not working while being used together. There was a five minute delay to the surgical procedure. A spare device was available to complete the surgery successfully. There was no human patient involvement as the devices were used in a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.